Event description:
It was reported that the 9600+ sys was not saving images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure deleted the header pt and shortlog and data files to free up space on the hard drive. The sys was tested and found to be working as intended and placed back into svc.